Manufacturer narrative:
Because the unit was not returned, the root cause could not be determined. Product with the same part number was tensile tested and inspected. All tested devices were found to be within the manufacturing specification. The complaint was unconfirmed. The device history record was reviewed and no exception documents were found. The complaint database was reviewed and no similar complaints for this lot number were found. If the device is returned in the future this investigation will be reopened and a follow up submitted.

Event description:
The user reported that after gaining access to the vein, the hub of the sheath separated from the catheter tubing. The sheath tubing remained inside the patient's vein and attempts to remove the tubing were unsuccessful. The patient was transferred to a different facility and a vascular surgeon successfully removed the catheter tubing. No further injury to the patient was reported.